Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, the handle of the device was fully charged when they took it from the charger. The device was physically hot. They inserted the handle into the shell and the display screen showed the device was set. After connecting the adapter to the handle the display screen showed the device was normally set, however,soon after,the display went blank. The rotation control and green button were pressed but the device did not react. It was replaced by another handle and shell and 3 firings were completed with no problem for this procedure. After the procedure, the handle in question was recharged and the charger status flashed green but the handle did not react at all. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture, however, a design issue was identified during product analysis. The root cause for this failure was discrepancies between the report from the chip and actual state of charge as calculated from the battery voltage. The product analysis established a relationship between a device failure and the reported incident of 'unable to articulate'. The most probable root cause of the incorrect reading is due to a design error with the chip. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.